Manufacturer narrative:
Concomitant products: product ID: 8784, lot#: 0214806077, implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 03-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal 2000 mcg for total dose of 200.14116 mcg/day via an implantable pump. It was reported that examination revealed the area of the pump falls on the area of the right pelvis. Further information received indicated examination on (B)(6) 2021 revealed a problem of catheter exteriorization in the lumbar area. It was proposed to remove the catheter and tunnel a new one on the other side. Additional information received indicated the site confirmed that the catheter was coming out of the skin/incision. The catheter was explanted/replaced on (B)(6) 2021. The device was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2021. The event required in-patient or prolonged hospitalization. The event resulted in surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The device diagnosis was catheter dislodgement. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was catheter tract. The event date was (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was updated to catheter extrusion with wound. No further complications were reported/anticipated.